Event description:
Power loc max 20g 1inch inserted (B)(6) 2023 possible lot asgzfc004. Inserted in patients port. Chemo infusing. Found completely separated before y-port. Chemo and blood spill. This is the 3rd incident with this same product type/lot in 24 hours. This is the fiftenth incident year to date this unit has experienced at (B)(6) hospital. We now stopped using this product. We have made numerous reports to the manufacturer and FDA regarding the integrity of the y-port connection on this product and significant impairment exists. Patient risks infection, blood loss (open line), and leakage of infusate (in these cases it has been chemo). Ref report: mw5149267, mw5149268.